Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that they were in pain and was very tired from the procedure. The patient also mentioned that they had a bit of bleeding after her procedure and spoke with their clinician in regards to this. Additional information reported 2 days later they were very constipated and that it has made things more difficult. The patient stated that time was not a good time for them. Patient stated 2 days later that they had diarrhea and has to change their pads more often so there did not get an infection from the soil. They had to go to the doctor's office twice to have her dressing changed due to blood being on it. Additional information was received from the patient. Patient stated that her therapy has been turned off an did not know how this could be. Patient stated the device is defective and not working. Someone promised to call her back and no one ever did. Patient stated she is not feeling anything just like before until the manufacturer representative changes something. Patient stated this is ridiculous as nothing is working and she just wants someone to call her. Patient stated her machine was turned off two days ago and was reset by the rep. Patient stated she was feeling the stimulation then and now is not feeling it. Patient states when she begins to leak it is so bad she can't stop it and she don't know what to do. The patient stated that she believes she pulled the lead or made it loose. Patient woke up with a severe headache and wondered if it was caused from changing her program and stimulation being too high. No further complications were reported.